Event description:
"Pockets of blood" at injection site, cold sores at injection site, swelling at injection site, bruising at injection site. Report received from a physician in 2005 regarding a patient with a medical history significant for allergy to penicillin, who received injections of captique to the lips. During the initial treatment the patient was pretreated with 10% topical lidocaine and a cyro 5 machine was used. The patient experienced painful lumps at the treatment area that appeared to be cold sores; the patient was treated with oral valtrex (valacyclovir). A few days later both the upper and lower lips were swollen and bruised, oral biaxin was prescribed. No further information was provided. Additional information was received from a staff member at the treating physician's office, who stated that patient called from out of town and reported the symptoms continued to flair. The swelling was moving between the upper and lower lips. The patient had seen another physician who said that they see "pockets of blood." The treating physician's office was going to prescribe a medrol dose pak. At the time of this report, the patient had not yet recovered. No further information was provided. Qa investigation results: production and quality control documentation for lot# q0504 were reviewed. The investigation showed that the product met specifications at release and no associated non-conformances were noted.